Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the ins is no longer working. When asked if patient alleged an issue with the device, caller stated no, but then said there must be since it was just implanted in 2017. No patient symptoms reported. No further complications reported/anticipated.